Event description:
It was reported that separation occurred before use with a bd insyte¿ autoguard¿ shielded IV catheter 20ga 1.16in. The following information was provided by the initial reporter, "it was reported the catheter separated from the hub upon removal of the cap. Product concern with the bd catheter. Per comments, it appears to be the same lot number that has been identified four times. This is the first filed product concern I have seen regarding this product, although the report itself says this has been identified at the site 4 times. Apologies about this being so late, there seems to have been a huge pick up of product concerns on the il side that I have been dealing with since christmas. Date of event *date : 12/22/2019 approximate time of the event: 1200 reporter's job or position: what is the type of healthcare professional? Nurse, nurse practitioner, physician assistant (including student or trainee) what type of patient safety event is being reported? Incident (reached the patient) *details : when removing angiocath cap of the bd insyte autoguard 20g IV, the catheter comes off with the cap. This happened 4 times. Product name : insyte autoguard manufacturer name : bd model # : 00382903814343 lot or batch # : 9241749 expiration date : 08/31/2022 did the vent or unsafe condition involve a medication or other substance? No device removed from service? Yes sequestered location: ed nursing station action(s) taken and treatment provided (select all that apply): we are checking the hospital for any remaining catheters with that lot number until investigation takes place. Severity / harm caused by event (required question) : category b - event occurred, but did not reach the patient (near miss)" 4 occurrences were reported.

Manufacturer narrative:
H.6 investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Risk to the end user is established based on occurrence and severity of the defect as related to a specific failure mode in the manufacturing process and the effects of that failure. The risk could not be evaluated for the unconfirmed defect in the absence of the root cause, as there are multiple failure modes associated with the reported defect.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that separation occurred before use with a bd insyte¿ autoguard¿ shielded IV catheter 20ga 1.16in. The following information was provided by the initial reporter, "it was reported the catheter separated from the hub upon removal of the cap. Product concern with the bd catheter. Per comments, it appears to be the same lot number that has been identified four times. This is the first filed product concern I have seen regarding this product, although the report itself says this has been identified at the site 4 times. Apologies about this being so late, there seems to have been a huge pick up of product concerns on the il side that I have been dealing with since christmas. Date of event: (B)(6) 2019. Approximate time of the event: 1200. Reporter's job or position: what is the type of healthcare professional? Nurse, nurse practitioner, physician assistant (including student or trainee). What type of patient safety event is being reported? Incident (reached the patient). Details : when removing angiocath cap of the bd insyte autoguard 20g IV, the catheter comes off with the cap. This happened 4 times. Product name : insyte autoguard. Manufacturer name : bd. Model # : 00382903814343. Lot or batch # : 9241749. Expiration date : 08/31/2022. Did the vent or unsafe condition involve a medication or other substance? No. Device removed from service? Yes . Sequestered location: ed nursing station. Action(s) taken and treatment provided (select all that apply): we are checking the hospital for any remaining catheters with that lot number until investigation takes place. Severity / harm caused by event (required question) : category b - event occurred, but did not reach the patient (near miss)". 4 occurrences were reported.